Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor storage. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of about high blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 80-100mg/dl fasting. Verified the strips expire 04/13/2018. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Customer performed back to back blood test, 115mg/dl and 127mg/dl fasting. Reviewed meter memory: (B)(6).

Event description:
Consumer complaint of about high blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 80-100mg/dl fasting. Verified the strips expire 04/13/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 115mg/dl and 127mg/dl fasting. Review meter memory: 97mg/dl (B)(6) 2015 05:15:00 am fasting yes; 166mg/dl (B)(6) 2015 05:18:00 am fasting yes; 149mg/dl (B)(6) 2015 05:17:00 am fasting yes; 137mg/dl (B)(6) 2015 05:16:00 am fasting yes; 119mg/dl (B)(6) 2015 05:15:00 am fasting yes.

Manufacturer narrative:
(B)(4). Product returned, but eval pending.